Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of unsealed device packaging.

Event description:
It was reported that seal of sensor wire package was noted to be peeled off but there was no damage noted on the outer carton. There was no patient involved.